Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), 5- pack, due to the use of heartstring iii, when the seal was loaded into the delivery system, the seal was loaded into the loader body, and when the loader was pulled out from the delivery system, the seal part deviated from the loader and was discontinued. Central measurement anastomosis was performed using another heart string iii, and the operation was completed. There was no impact or damage to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis : (4109/213/67) there were 1 additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of oct 2021 ¿ through ¿jan 2022. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb-2020 through jan-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a